Event description:
The pt experienced paralysis of their legs following implant. It was determined that the pt had a hematoma. The pt was admitted to the hospital. The health care professional removed the hematoma and possibly the system as well. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).